Event description:
(B)(4). Event occurred in the (B)(6). The patient reported that the infusion set's tubing detached from the part that was joined to the needle. The site location was at patient's abdomen and the pump was located on the right side in relation to the site. The infusion had been in use for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.